Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported event. They observed that all icons were red in the display and there was residue on the battery and the device had liquid inside the device. There were many areas were it was visually confirmed that the device had been damaged by liquid. The device was not repairable. The cause of the reported issue was liquid damage.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.